Event description:
It is reported that the patient had infection in his knee. An arthroscopy was performed and a suction irrigation system was inserted.

Manufacturer narrative:
Surgical notes were received. The implant surgical notes indicate that the patient's bone was extremely hard and of good quality. The procedure on may 09, 2008, indicates there to be synovitis with well inflamed tissues. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. A definitive root cause cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.